Manufacturer narrative:
Other application component is: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had concerned with her pain stimulator and told the agent it was "failing". Patient stated seeing the warning message to charge the insr when she tried to charge her ins. Troubleshooting included keeping the ins recharger (insr) plugged in, the green light was on desktop charger (dtc). Patient services had patient unplug the connector pin then plug it back in, nothing came up on the screen and connector pin did not seem loose or bent. About 5 days later, additional information form patient, it was reported patient received the dtc and insr showed insr needs to be charged. Patient said connector pin was not lose or bent, the green light was on dtc, she had connector pin plugged in arrow and the warning screen of charging the insr, insr showed charging but there was no back flashing showing the insr battery was charging. At 2 days after that, patient called back stating she hadn¿t received the packaged yet and wanted it to track. It was noted connector pin was possibly broken, and recharger was not charging but showed the charging screen with no battery movement. No further complication and events were reported.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was broken. If information is provided in the future, a supplemental report will be issued.